Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received beep anomaly. The customer¿s blood glucose level was 85 mg/dl at the time of incident. Customer stated that the insulin pump won't stop alarming and has been beeping for hours. Customer stated buttons were neither pressed nor accidentally pressed. Customer reported the notification light was not blinking. The insulin pump will not be returned for analysis.